Event description:
A distributor reported on behalf of a healthcare facility in japan, that an rt127 infant breathing circuit failed the pre-use ventilator leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section g4: the rt127 infant breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k020332. Section h11: the subject rt127 infant breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.